Event description:
It was reported that the procedure was to treat a tight and totally occluded lesion in the mid left anterior descending artery with heavy calcification. Pre-dilatation was performed with an non-abbott balloon catheter; however, it ruptured at 28 atmospheres (atm). The 2.0 x 12 mm nc trek balloon catheter was then advanced and inflated to approximately 20 atm; however, the balloon ruptured. A new 3.0 mm trek balloon catheter was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. In this case, it was reported that the balloon ruptured at 28 atmospheres. It should be noted that the instruction for use warns: balloon pressure should not exceed the rated burst pressure (rbp). It is likely that the lesion calcification, which was reported as heavily calcified, along with inflating the balloon well above the rbp contributed to the balloon rupture.

Manufacturer narrative:
(B)(4): above rated burst pressure. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.